Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no issues were noted. Mdu would start and stop running each time the housing was slightly shaken. Cause of intermittent start/stop is a corroded right button spring. Mdu also fails intermittently for hand piece error when plugged into the control unit. The complaint was confirmed and the root cause has been determined to be corrosion of the right button assembly. Factors that could have contributed to the event include a buildup of corrosion/debris around the button assembly from cleaning chemical fluid ingression over time. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during surgery, the button was stuck, therefore, the device starts and stops on. A backup device was available to complete the procedure with no delay or patient injuries.